Event description:
The event occurred in china during patient treatment. It was reported that the rotaflow displayed the "temp error" message, but continued working as intended. The rotaflow was then exchanged for a backup device, with no consequences to the patient. (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the rotaflow console (rfc) displayed the "temp error", but continued working as intended. The rotaflow was then exchanged for a backup device, with no consequences to the patient. A getinge service technician investigated the rotaflow console with serial number (sn) (B)(6). The technician confirmed the reported failure and determined that the "rfc flow measure board" (material# 70101.1681) is defective and will be replaced. Thus, the failure could be confirmed. A complaint with a similar failure mode has previously been investigated by getinge life cycle engineering, and the most probable root cause could be identified as an impaired communication of the 2-wire serial clock signal between the temperature sensor "ic30 ds1621/so" and the microcontroller "mo1, dsp56002/so", which generated the reported "temp error". Based on these investigation results the reported failure "temp error" could be confirmed. A review of non-conformities was performed on 2023-11-28, and during the time from 2015-08-17 to 2023-11-28 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2015-08-17. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).